Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure is the pilot valve was leaking. Additional malfunction was that the on/off switch had no alarm.